Manufacturer narrative:
It is unknown if the microstent remains implanted; the microstent was not returned for evaluation. No lot number was identified with this complaint; therefore, a device history record review, lot complaint history review, and non-conformance review could not be conducted. The root cause for this complaint cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an microstent implant procedure, the patient presents with recurrent hyphema. The surgeon planned for the explant. Additional information procedure has been completed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).